Manufacturer narrative:
Complaint no: (B)(4). This is a report of a use error, where the patient connector was higher than heater bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to place the cycler more than 12 inches (30 cm) below patient¿s position as it can produce higher than normal negative pressure during drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain of peritoneal dialysis. The home patient was connected at the time of the alarm. The patient connector was higher than heater bag (use error). The technical service representative explained the alarm to the home patient. The technical service representative had the home patient close the clamps and cycle the power to clear the alarm and advised the home patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.